Manufacturer narrative:
Device return: one (1) partial 42286-05 transpac IV neonatal monitoring kit was returned. Visual analysis recorded the 42586-05 flush clip was detached from the squeeze flush. There were no other visual abnormalities, component defects. Engineering testing and analysis: the squeeze flush clip was reattached and "snapped" back onto the squeeze flush. The set was than attached to the lab water source where the squeeze flush components were activated. The results recorded no attachment, flow and or flush issues were replicated. Water fast flushed through the device with no issues. The engineer report noted that if the squeeze flush clips are found separated in the package, they can be reattached by snapping them back into the squeeze flush on the set and used normally. Engineering testing and analysis of the current clip components including material attributes and clip design was performed. The results of their efforts identified a material change(s) to the flush clip components that increased removal force while still allowing for the flexibility needed to hold onto the assembly. Validation and qualification of this component change have been completed. Current build reflects this component improvement. Mfg lot build record review: a review of the mfg lot database for the reported lot# 2772915 (MFR date 11/2013) shows (B)(4) units were manufactured, tested, inspected, and released. Findings: the reported component attachment issue was confirmed. The squeeze flush clip material has been changed to a more robust material which should address the problem that was encountered. This report and the associated info have been entered in the MFR's database for analysis and trending.

Event description:
Medsun report received concerning component connection issues with one 42586-05 transpac IV neonatal monitoring kit. The report states attending clinician"...was stringing fluids for a new arterial line. When she opened the package for the transducer, the yellow piece was not attached to the rest of the unit. It would not go back together, so she obtained a different transducer for the line". There was no direct pt involvement.